Manufacturer narrative:
Correction information provided in d.4. The product was not returned. Two sets of photos were provided. The first set showed the company cartridge pouch (front and back), the viscoelastic carton (front and back) and a company handpiece. The second set of photos were of the product. The first two photos showed the lens case lid, (B)(6) and the carton endcap with the label info. The third photo showed a multipiece lens on a white background. Viscoelastic was visible on the lens. One haptic was bent-gusset area. There appeared to be a crack across the center of the optic, difficult to visualize due to the viscoelastic. The fourth photo showed the lens on the lens case lid. This photo was blurry. No other determination can be made. Product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. Based on review of the provided photo, the lens was cracked across the center. This damage may have occurred due to the reported plunger override. The root cause for the override may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, it was noted that the injector plunger passed over the iol, tried several times, including with another injector. No patient harm. The procedure was not completed. Additional information has been requested, received and stated the patient was doing fine and awaiting for replacement of the iol to reschedule the surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).